Manufacturer narrative:
This report is submitted on november 14, 2018.

Event description:
Per the clinic, the patient experienced lack of clinical benefit with device use and subsequently the device was explanted on (B)(6) 2018. The patient requested not to be reimplanted.

Manufacturer narrative:
After analysis of the device it was confirmed the device is consistent with a device failure. This report is filed on february 13, 2019.